Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected and leak tested. Both cylinders showed frayed fabric threads from wear in the middle section. Leak testing revealed a bulge in the middle of each cylinder when inflated with a syringe. The reservoir was visually inspected and leak tested. Inspection revealed wear at a fold in the reservoir shell. Leak test passed. The pump was microscopically inspected, leaked and functionally tested. Microscopic inspection revealed a misaligned spring in the ms pump. Functional testing did not pass activation test 3, while the leak test passed. Based on the available information and analysis results, the bulge presented in both cylinders, could have caused or contributed to the reported clinical observations of cylinder bulge and device mechanical issue. Additionally, the pump not passing the functional test, could affect product performance. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Tests were performed and revealed an aneurysm in the left cylinder; therefore, a surgical procedure was performed to replace the device. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Tests were performed and revealed an aneurysm in the left cylinder; therefore, a surgical procedure was performed to replace the device. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).